Manufacturer narrative:
Evaluation: method: visual analysis and functional testing were performed. Results: instrumentation marks were observed on the spacers near channels 4, 5 and 8 of the stimulation end. The lead failed continuity and stress testing on channels 1-3, 6, and 8. Channels 4 and 7 measured 1.9 ohms and 1.5 ohms respectively. Conclusion: device was out of spec in a manner that relates to event. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 5. Reference MFR report: 1627487-2010-2433, 1627487-2011-2107, 1627487-2011-2108 and 1627487-2011-2109.